Event description:
It was reported that a pt experienced burning and inflammation of the oral mucosa after treatment with prophy jet powder. The symptoms reportedly subsided after the pt was administered solcoseryl topical paste.